Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was able to press the green button and squeeze the handle, but the stapler did not fire. It was reported that the surgeon used the clip twice. It did not staple anymore the third time even after changing the clip. They changed the handle to complete the case. There was no patient injury.